Event description:
Attorney alleges that on (B)(6) 2011 the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). It is alleged that on (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol ventralight st ellipse. As reported, the patient is only making a claim for an adverse patient outcome against the composix kugel hernia patch (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated incisional ventral hernia thereby underwent laparoscopic repair with the implant of composix kugel hernia patch (device #1). Per operative notes, "hernia was identified. A composix kugel hernia patch (device #1) was then tacked into the anterior abdominal wall." (B)(6) 2017 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the removal of mesh (device #1) and implant of ventralight st mesh (device #2). Per operative notes, "there was a loop of intestine which was incarcerated between the mesh and the fascia. The mesh (device #1) was removed. There was lysis of adhesions. A ventralight st (device #2) was then placed." Attorney alleged that the patient had adhesions, seroma, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had numbness in lower abdomen, abdominal lumps, cannot do sit-ups, cannot lift more than five pounds, constipation, gassy and nauseous.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 5 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2011 the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). It is alleged that on (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol ventralight st ellipse. As reported, the patient is only making a claim for an adverse patient outcome against the composix kugel hernia patch (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."